Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose of 483mg/dl and treated with a bolus. Troubleshooting found that the pump alarmed low battery and the customer had the sensor in for 4 days instead of the recommended 2 to 3 days. Customer declined high blood glucose troubleshooting. No further details given.